Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc). The home patient (hp) received the alarm the previous night. The baxter technical services representative reviewed the possible causes and advised the hp to call at the time of the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Add'l device info and a 510(k) number will not be provided in the emdr because the product is unknown at this time. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.